Event description:
1 patient/ 3 occurrences with the same lot # reported. Patient lost blood with the 1st occurrence. The 2nd and 3rd occurrence occurred prior to initiating treatment, the machine kept alarming for air. On the 3rd occurrence staff changed the dialyzer with a different lot # and treatment was completed without complications. Additional information received 03/02/2021: 1. Priming conditions - they prime with a bfr of 100 and flushed the dialyzer with at least a l of saline. 2. Dialysis conditions - bfr 400, dfr - 800, treatment time 4 hrs and no heparin. 3. Brand/manufacturer name & models of devices used together with dialyzer - gambro machine and lines. 4. How much blood did the patient lost due to changing the dialyzer - 300 ml. 5. Was any medical actions taken- none as their hgb (as claimed when they rechecked) was stable. 6. Where did the bubbles generate - middle to top portion of the dialyzer.

Event description:
1 patient/ 3 occurrences with the same lot # reported. Patient lost blood with the 1st occurrence. The 2nd and 3rd occurrence occurred prior to initiating treatment, the machine kept alarming for air. On the 3rd occurrence staff changed the dialyzer with a different lot # and treatment was completed without complications. Additional information received 03/02/2021: priming conditions - they prime with a bfr of 100 and flushed the dialyzer with at least a l of saline. Dialysis conditions - bfr 400, dfr - 800, treatment time 4 hrs and no heparin. Brand/manufacturer name & models of devices used together with dialyzer - gambro machine and lines. How much blood did the patient lost due to changing the dialyzer - 300 ml. Was any medical actions taken- none as their hgb (as claimed when they rechecked) was stable. Where did the bubbles generate - middle to top portion of the dialyzer.